Event description:
It was reported that during an open colon resection, the device fired malformed staples. They then used a different kind of device to complete the case with no patient consequences.

Manufacturer narrative:
Information anticipated, but unavailable at this time.